Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00611.

Event description:
Sales rep reported on behalf of the customer that an abgii revision had been performed and that the tapers showed wear.